Manufacturer narrative:
Model number / catalog number: sc-2218-50, serial number: (B)(4), batch / lot number: 16545387, model / catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was not receiving adequate pain relief. The patient underwent an explant procedure.